Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the peritonitis was not reported. It was reported that the patient visited the hospital for the event, was examined and sent home with a prescription of vancomycin and ceftazidime intraperitoneally (doses and frequencies were not reported). At the time of this report, the patient was not recovered and physioneal/extraneal therapies were ongoing. No additional information is available.